Manufacturer narrative:
Although requested, the battery pack has not been returned and the cause of the complaint is not known. Should additional information become available, a follow-up MDR shall be submitted.

Event description:
The customer reported their AED battery is depleted but haven't reached the expiry date yet. Maintenance on the AED was not reported and the pads are not expired. They did not report that this event occurred during patient use.